Event description:
Consumer reported complaint for erratic blood glucose test results and the true metrix go meter not turning on when a test strip was inserted. Daughter is calling on behalf of the customer. The customer has been using the meter for 4 years and the battery has never been changed. At the time of the call the customer was not feeling well and reported symptoms of feeling weak and faint; medical attention was not needed at the time. Daughter was not with the customer and was unable to provide test strip lot information and results of concern. Daughter was going to call back tomorrow when she is with the customer in order to continue to troubleshoot the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weak and feeling faint. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 11-aug-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms were still the same. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.